Manufacturer narrative:
.

Event description:
The customer reported that there was no sound. The customer reported that the device was in use on a patient at the time of the complaint/event. There was no adverse event to a patient or user.